Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon experienced not fully formed clips, misfed, misloaded clips. It is unknown how the case was completed. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4).